Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value. Measured main ground bus resistance from door post to power entry module rear ground prong-total ground bus resistance=3 milliohms. Inspected main ground bus endpoint connections for contamination-none found. Tested main ground bus for intermittent operation-no changes were observed in the total ground bus resistance with agitation of the main ground bus components. Assignable cause for the rite failure of ground bond failure was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. No patient injury or medical intervention was reported.